Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned. Visual inspection has been performed on the returned reader and no damage was observed. The reader did not power on with button, strip or usb cable insertion. The reader was connected with pc and software did not able to recognize the reader. Built-in reader test was unable to perform. The returned reader was further investigated and de-cased. Evidence of burn marks on pcba (printed circuit board assembly) was observed. An extended investigation has been performed. A visual inspection of the reader was performed using digital microscope. The reader was observed to have a burnt chip. The adc cable and adapter were not returned. Damaged and burnt ic chip u13 was observed. The returned reader was brought to the bench for functional testing. The returned battery voltage was measured which was not within specification ranges. A known good battery was used for the duration of the investigation. The returned reader did not able to power on after using a known good battery and charging cable. Thermal camera was used for thermal monitoring to show hotspots on cpu and chips. Pulldown resistor was tested using a digital multimeter to see if there was any voltage across due to the hot spot was noted chip. Off current was measured, which was not within the required specification ranges. This indicated the reader was drawing excessive electrical current from the battery. Any voltage/current through these ic components could be permanently damage the components and systems. It was determined this issue was caused by the customer using a non-abbott provided usb adapter. The reported field of the ¿reader not turning on¿ was observed. This issue was caused by the customer using a non-abbott provided usb adapter. Overheat and burn were caused due to the use of the incorrect adapter in faulty components. Therefore, this issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter were reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.